Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: observation found during evaluation: there is a dark vertical line on the ultrasound image due to an internal failure within the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Observation found during evaluation: there is a dark vertical line on the ultrasound image.